Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check, displaying an error message "system volume too small".

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.